Event description:
The surgeon stated that after an open right hemicolectomy which had no issues, his patient returned to the ER for abdominal pain 5 days later. A negative CT scan was performed at that time. 10 days post op, the patient again returned and at this time a CT scan showed an anastomotic leak. The patient was taken back to the or. His observations of the anastomosis was that the tissue appeared viable but that he noticed ~4 missing staples on the resection staple line for the transverse colon. He conjectured that these must have been missing since the original surgery and that the leak only occurred after the patient began to eat. He reiterated that at the time of surgery he did not notice any issues with the anastomosis. When trying to resect the anastomosis to perform an ileostomy he fired the device with a blue reload on the ileum and noted bile leakage through the staple line indicated that the staple line integrity was not sufficient. He then refired another device more proximally and completed the case without issue. The patient is doing well and he plans to reverse the ostomy sometime in the future. He noted that the tissue was viable and that the patient was not ill or had other predisposing factors (steroids, malnutrition, etc').

Event description:
It was reported that during the initial colectomy procedure an ileo transverse colon anastomosis was created and everything went well. It is unknown if a leak test was done and it is unknown if the resident or the facility surgeon fired the device. Ligasure was used on the mesentery and the ileostomy transverse. The patient went home. On (B)(6) 2012 the patient returned to the hospital complaining of abdominal pain. A CT scan was performed and the scan came back clear. On (B)(6), 2012 the patient returned to the hospital with abdominal pain. A CT scan was done in the am and was clear. The patient kept complaining about pain and in the pm another CT scan was performed and fluid was detected. The patient was taken to surgery and a leak was found in the anastomosis. It was also noticed that the patient had peritonitis. The surgeon noticed that there was a gap, missing staples in the anastomosis. A device was pulled to repair the leak but at this time it is unknown what device was used. The surgeon stated, while repairing the leak the first firing of the device was not good. The staple line was defective. The device was reloaded and the staple line was fine. It is unknown if a leak test was done on the second procedure to repair the leak. The patient developed ards and remains hospitalized. No devices were saved from either surgery.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).